Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the implantable neurostimulator (ins) was not working for them. They were not using it anymore. No other information was provided at the time of the report. No further complications were reported/anticipated.